Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of corrosion observed under the bolus button contact. Investigation also revealed that there was moisture inside the pump.